Event description:
It was reported that three months after implant, the patient developed (B)(6), bacteremia, endocarditis, and vegetation on the right ventricular lead. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688, lead, (B)(6) 2014; dtbb1d4, ICD, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.